Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that upon removal of sensor wire due to sensor failure, sensor wire broke under the skin but pt's mother was able to pull it out with tweezers. Pt's mother stated that she pulled the transmitter out of the sensor pod while sensor was still inserted rather than removing the transmitter together with the sensor as is recommended in the user's guide. During her call to dexcom technical support, pt's mother reports that pt was feeling fine.

Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.